Event description:
Caller reported a cgm error 42 and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for performing a pump reset, and the caller successfully initiated a new sensor session without the cgm error code reappearing.